Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on, and caller later saw malfunction code 12 after pump restarted. There was no reported adverse impact to the customer¿s blood glucose level. Customer plugged pump into known working power source, performed reset, and continued using pump while prepared to rely on alternate insulin method if needed, and technical support arranged shipment of replacement pump.